Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter state: vic, initial reporter zip: (B)(6).

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es drawer was faulty. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was alleged that the drawer had failed. The field service engineer reported the issue was resolved and the case was closed.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es drawer was faulty. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.